Manufacturer narrative:
One device was received, visual test was performed found damaged(detached) downstream occlusion seal. Functional test revealed downstream occlusion sensor. Sensor and seal were replaced and passed all test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device indicated occlusion. There was unknown patient involvement.